Event description:
Following a femoral angiogram, an angio-seal device was deployed without difficulties. Manual pressure and a femstop were required to achieve hemostasis. The physician reported that the pt required two units of blood. Info received is conclusive as to why the pt required two units of blood; possibly due to a low blood count, or blood loss during the angio-seal device deployment, or blood loss following the bypass procedure. The pt was reportedly recovering.